Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, that the right master tool manipulator (mtm) was dropping during clinical use, and error 23075 was detected, indicating right mtm drift. The system was configured with four universal surgical manipulator (usm) arms, and the issue persisted with the secondary instrument on the usm 3. The instruments were swapped between usm arms, but the problem remained. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the total delay experienced was approximately 40 minutes, and the operative time for the surgical procedure was about 4 hours. It was confirmed that there were no data (nd) indicating any intra or post-operative complications due to the delay. Furthermore, the surgeon did not report any impact on the procedure or the patient¿s health as a result of the event, nor were there any concerns expressed regarding long-term complications arising from the delay.